Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the harmonic ace instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the customer encountered error messages " relax blade pressure" and "clean blade" while using a harmonic ace instrument. The message could not be cleared. The customer removed the instrument and discovered that the blade was broken. The instrument was replaced with a backup. The procedure was completed with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the blade was broken off/detached from the jaws. No fragment fell into the patient and there was no patient injury. There is no report of post-surgical complications, and the patient has not returned to the hospital. The instrument did not collide with any other instruments or other hard materials during the surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken at the base. A piece approximately 0.085" x0.468" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.